Event description:
It was reported that the right ventricular lead exhibited high impedance. No intervention was performed. The patient will continue to be monitored.

Event description:
New information noted that the right ventricular lead exhibited high voltage lead impedance. Further information was requested however, was not provided.